Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: b5; g1 contact person ¿ mfg site. A getinge field service engineer (fse) was told of the issue when on site for an iabp class. The pump had not been used on a patient as it was only eight months old. There was no alarm other than low helium at the appropriate time. There were no fault logs. The fse checked that the tank had been properly closed. The customer has been advised to keep tanks closed. All functional and safety checks were performed to factory specifications. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cs300 intra-aortic balloon pump (iabp) has helium leak. There was no patient involvement.